Manufacturer narrative:
The manufacturer previously reported information alleging a patient recently deceased and subject to current coroner's review. No cause and/or contribution of the device to the patient expiration was alleged and no harm or injury has been reported. Request has been made to send the device to the product investigation lab (pil) for further investigation. Devices is still with the deceased due to a formal coronial investigation. It is anticipated that device will be made available to philips for assessment in the near future. The device associated with this complaint was not returned; therefore, a technical evaluation could not be performed, and no further evaluation is possible at this time. A review of the complaint information and relevant production and post-market data determined that there is no new information that changes the device¿s established risk profile. The event does not indicate a systemic issue requiring further corrective or preventive action, and no additional action is warranted at this time. A final report is being submitted. Should the device be returned or additional relevant information become available that impacts the outcome of the investigation or associated medical device reporting, a follow-up or supplemental report will be submitted to the tga in accordance with regulatory requirements. Complaint data for this issue will continue to be monitored and trended as part of the manufacturer¿s post-market surveillance and risk management processes.

Event description:
The manufacturer received information alleging a patient recently deceased and subject to current coroners review. No cause and/or contribution of the device to the patient expiration was alleged and no harm or injury has been reported. Request has been made to send the device to the product investigation lab (pil) for further investigation. Devices is still with the deceased due to a formal coronial investigation. It is anticipated that device will be made available to philips for assessment in the near future. Good faith efforts for additional information are currently in progress. The device has not yet been returned to the manufacturer for evaluation. If any additional information is received, a supplemental report will be filed.